Event description:
It was reported the external devices are sporadically communicating with the ipg. Reportedly, the ipg was initially implanted deeper then recommended and may have tilted inward thus causing the communication issues. Subsequently, the pt has pain at the ipg site. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.